Event description:
Follow up information received reported that the lead components of the patient¿s implantable neurostimulator (ins) were at the same level as the trial testing and were more midline. It was noted that the patient had been referred for a revision procedure but had not been scheduled as of the time of report. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer's representative (rep) reported the patient had a revision on (B)(6) 2015, where the lead was moved. It was noted there was no exchange of leads and the lead was just moved. The rep noted she believed the revision was due to the patient getting too much rib stimulation.

Event description:
Additional information was received from the healthcare provider (hcp) in response to follow-up. The reason for the lead revision was to lower the leads. The patient had experienced no stimulation. X-rays of the system had been performed and the only action/intervention noted was the spinal cord stimulation (scs) revision. The cause was not determined. The patient underwent explant on (B)(6) 2016 and there were no complications.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was ¿no alleged product issue.¿ the patient had a lack of coverage and rib stimulation. The patient needed a revision to reposition the leads to get therapeutic coverage. Diagnostic testing and troubleshooting was performed. Impedance testing, x-rays and reprogramming, the results were not provided. The patient¿s status was noted to be alive with no injury. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.